Manufacturer narrative:
(B)(4). Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation containing approximately 120 ml of solution in the reservoir. The reported condition of no flow was confirmed. Visual examination of the device showed no signs of flow at the distal luer after the blue winged luer cap had been removed. The root cause was determined to be excess solvent in the tubing connected to the luer. No other observations were noted on the unit. No repair was done, as this is a single-use device which will be discarded. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition.

Event description:
Baxter (B)(4) received a report that an intermate had a "blocked tubing line". This condition has the potential to interrupt therapy. There was no report of patient involvement, patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). It is unknown if the device is available for evaluation. Should the device and/or any additional information become available, a follow-up report will be submitted.